Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening extended, brown particles in the shell, underweight and crease flat. A microscopic analysis was performed which identified: one opening sharp on the posterior, two striated openings and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. Two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.